Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a left liver lobectomy, the stapler fired and the procedure was completed. However, arterial bleeding was noted the following day so a repeat surgery was performed. On the repeat procedure, the staples on the first row at the tissue side out of the staples applied on the artery were found to have come off and fallen into the body. It was unknown whether it was due to device handling, a mistake in choosing a cartridge, or influence of fluctuation. The issue was resolved. The event resulted to unanticipated tissue loss and tissue damage. The patient incurred temporary injury.